Event description:
On (B)(6) 2012, the customer reported that the cartridge chemistry (cc) sample probe on the dxc 600i instrument was leaking the previous day ((B)(6) 2012). Customer stated that they replaced the cc sample probe and no further leaks were observed on (B)(6) 2012. Customer also stated that there was an erroneous cr-s result for one patient that was reported out of the laboratory, and the report was later amended. Customer stated that the patient did not receive treatment based on the erroneous result. Customer has refused multiple attempts to obtain the patient data results.

Manufacturer narrative:
Device evaluated by manufacturer. Customer stated that they replaced the cc sample probe, and customer did not inform bec of the malfunction until after it was repaired. Customer repaired the issue.